Manufacturer narrative:
On (B)(6) 2017: during follow-up, the customer reported that their blood glucose (bg) level was lower, but did not provide a specific value. The customer declined a follow up call to ensure their blood glucose level came back to target. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was above 300mg/dl and a manual injection was used to address the bg level. During troubleshooting with tandem technical support, no insulin was observed exiting the infusion set tubing. Reportedly, the customer uses cold insulin in the cartridge. Tandem technical support educated the customer to fill cartridges with room temperature insulin. The customer changed out their infusion set and cartridge. After the supply change, insulin was successfully resumed without any additional occlusion alarms announcing.